Event description:
Ivc (inferior vena cava) filter can be deployed via femoral or jugular route. You have to choose the direction of the filter ¿ this is determined by one side of the filter reading jugular and the other side reading femoral (just flip it upside down). It¿s a good design, but provider can inadvertently choose wrong direction to insert it which occurred in this case. The reason for this was he was distracted and did not verify when he was handed the filter by the tech. The reason for the distraction was that upon his first attempt to deploy the filter, he chose the correct direction but the ¿pusher wire¿ used to push the filter into the sheath wasn¿t working. He tried twice more. Had to open another device and obtain another pusher wire which did work. Packaging was not saved but device and wire were. These were returned to the manufacturer whose rep said they are submitting a ¿per¿ and will reach out if add¿l info is needed. Once processed, company plans to send a replacement.